Event description:
A customer called to report that the tandem (B)(4) broke at the stopper as it was inserted into the pt. The customer switched to a different probe and pt was treated successfully. No unusual force was used per the physician. No pt injury or treatment misadministration was reported.

Manufacturer narrative:
The customer allegation has been confirmed: the tandem gm broke as it was inserted into the pt. Varian investigation has determined that this issue is the result of a faulty weld/ welding process. This issue has been previously investigated and reported. Varian modified its welding process for intrauterine probes. A CAPA has been issued and further actions will be addressed in varian's CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. No add'l follow up to this MDR is expected.